Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. After completing the ablations, the physician moved to the right veins in flower mode and commented that he wasn't able to push the wire out into the vein. The device was moved back to the left veins and there was still resistances to move the wire. The catheter was retracted to basket shape and the wire was able to be advanced out of the catheter. However, after deploying back to flower the issue occurred again. The procedure was completed successfully. No patient complications were reported. The device is not expected to return as it was disposed.